Manufacturer narrative:
There were no samples returned for evaluation. There was no further information provided by this customer. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of seven reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with significant inflammation, 3+aqueous cell noted and less than 1+vitreous inflammation. No cultures were performed. The patient was treated with additional steroid eye drops. The patient's symptoms have resolved. This report represents the second of three patients for this surgeon.